Manufacturer narrative:
H.6.: code b22: results pending completion of investigation. H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent an endovascular treatment using gore® tag® thoracic endoprosthesis for descending aortic aneurysm using elephant trunk technique. On (B)(6) 2023, type iiib endoleak was confirmed by angiography. It was reported that the date of endoleak onset is unknown. On (B)(6) 2023, the patient underwent reintervention. Two additional stent grafts were deployed. The patient tolerated the procedure. The phycisian stated the following. It appears that tear appeared in the graft due to friction caused by the pulsation, resulting in type iiib.

Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19: : a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation b21 updated to b20 h.6. Investigation conclusions: code d16 updated to code d 1001 code d12: possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to : rupture of the aortic vessel and/or surrounding vasculature, endoleak, material failure, reoperation,, vascular spasm, vascular trauma.